Event description:
It was reported that balloon puncture occurred. The patient was presented with a sub occlusive, calcified lesion in the right coronary artery. Prior to procedure, upon opening the device, it was noted that the balloon was punctured. There were no patient complications.